Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia and stated that too much insulin was given. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included a review of available event details and solicitation of additional information from the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.